Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and fentanyl via an implantable pump for spinal pain ind ications. The patient reported their pump started alarming "somewhere around the (B)(6) 2025" because they had to get the pump filled. Patient stated they got the pump filled on (B)(6) 2025 and ever since then the pump had been alarming. Patient stated they had not called the managing physician to let them know. Patient stated the pump alarm "sounds like the london police and the pump is going off about every 4-5 hours".